Event description:
An MRI technician became stuck between the MRI and a non-compatible MRI cart, causing a large bruise and possible nerve damage to the technician's right leg. The non-compatible cart was inadvertently brought into the magnet room, even though the individual who did so had been reportedly trained on magnet safety and there was signage located outside the magnet room door.